Manufacturer narrative:
(B)(4).

Event description:
It was reported that a new sensor prompt after warm up occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse which led to the early sensor expiration. The reported event of a new sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.